Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) level was 600 mg/dl. Customer reported no ketones were present and customer did not require medical assistance from a 3rd party. Although requested, customer declined to provide further information regarding the elevated bg.